Event description:
Haemonetics received a report on (B)(4) 2013 for a patient reporting to emergency room on (B)(6) 2013 for a left and right adrenal hemorrhage due to a heparin reaction eight days post-op. The patient had undergone a right knee surgery utilizing the orthopat device on (B)(6) 2013. Device serial number not recorded. The user facility reported that the patient's daughter contacted their facility on (B)(6) 2013 to inform them of the heparin reaction. The patient was diagnosed on (B)(6) 2013 at the emergency room, of a different hospital, with intractable back and abdominal pain secondary to left adrenal hemorrhage with acute right adrenal hemorrhage. That facility completed testing showing that the patient has a heparin allergy which was reported by the daughter when she contacted the user facility on (B)(6) 2013. This was not known prior to surgery. During use with the orthopat device, there was no noted issues or malfunctions during the procedure. The surgery was completed and autologous blood was transfused to the patient. The total of blood transfused is not known, but was reported to be greater than 75 ml. The total heparin dose used during procedure is unknown.

Manufacturer narrative:
The user facility did not record the serial number of the device utilized during the procedure. Since they have more than one orthopat device, they are unable to determine which device was in use. No issues with the device were recorded for this procedure. (B)(4).